Event description:
It was reported that with each battery, the device stopped with a "replace battery" screen, even though a fully charged battery was being used. Test data for 13 batteries were sent. No adverse event reported.

Manufacturer narrative:
Battery was not returned for investigation; however, test data from the battery was provided. Based on this data, the battery passed the power testing (power rating was above 1300w). Since the battery passed the power test, the likely cause for the reported event is that the battery was not fully charged prior to use in the device. No adverse event reported.